Event description:
It was reported that in mid-march the patient experienced a sudden swoosh and a few seconds later he could no longer hear with his device. Also, the tinnitus he suffered prior to surgery returned at the same loudness level. While performing testing, the patient was alarmed. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.